Event description:
An emergent procedure was performed on a patient for an abdominal aortic aneurysm. The three-piece modular graft was implanted without any noted complications. The final angiogram viewed a proximal type I endoleak. A main body extension was deployed at the proximal sealing stent to resolve the endoleak. Placement angiogram viewed an impingement on a renal artery, renal artery was stented in order to maintain patency of the vessel. Conclusion angiogram showed patent renals and no endoleak presence. Refer to 1820334-2004-00591.